Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with information provided by technical support, the malfunction code did not recur, and the customer was advised to continue using the pump. Additionally, the customer was instructed to call back if any malfunction code returns, and acknowledged understanding of these instructions.